Event description:
It was reported that a patient underwent a 2 level x-stop procedure at levels l3/4 and l4/5. The x-stop device was reportedly dislodged. Both devices were removed and a decompression surgery was performed at l2/3, l3/4, and l4/5. The patient reported to have relief of his pain after the removal of the devices and the decompression surgery. No device failure was noted. No additional information was reported.

Manufacturer narrative:
Device not returned, follow up with company representative.